Event description:
It was reported that the pt charged more than expected. The pt was charging every other month but had been charging much more frequently. In addition, the pt used to get 8 bars while coupling and recently could not get any filled bars. The implantable neurostimulator was implanted in the buttock and was loose in the pocket and not lying flat. The ins had not been imaged. It was later reported that no imaging was done. The batter had fallen inches from placement and was irritating a nerve and very uncomfortable. A pocket revision was planned, but no date was set. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).